Manufacturer narrative:
(B)(4): it was reported the patient experienced stress urinary incontinence and had monarc transobturator sling placement with cystoscopy and urethral dilation on (B)(6) 2009. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Ams monarc sling (B)(4) is referenced, but no clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient concurrently underwent tvh, right paravaginal repair, uterosacral colpopexy, cystoscopy, and transobturator suburethral sling with monarch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.